Event description:
A customer from the united states reported to biomérieux false susceptible results for a pseudomonas aeruginosa respiratory specimen in association with the vitek® 2 ast-gn73 test kit. The customer reported the results were ciprofloxacin mic = 1 and levofloxacin mic = 2 , which were susceptible where they are resistant on the knowledge base. The customer stated the patient had a previous pseudo. Isolate at another hospital that was resistant for ciprofloxacin and levofloxacin. The customer performed a repeat test on vitek® 2 and results were the same. The customer set up the p. Aeruginosapatient isolate on the knowledgebase and there was no zone for ciprofloxacin and levofloxacin. The customer stated the healthcare provider called and questioned the ciprofloxacin and levofloxacin mic results, and stated the patient was not responding, and to retest using an alternate method. The isolate was tested by disk diffusion in which both ciprofloxacin and levofloxacin tested resistant, but they both tested sensitive on the vitek® 2 when repeated three times. The customer reported the impact to the patient was unknown. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported to biomérieux false susceptible results for a pseudomonas aeruginosa respiratory specimen in association with the vitek® 2 ast-gn73 test kit. The customer did not submit the isolate for evaluation. An investigation was performed. A review of quality records confirmed that vitek® 2 ast-gn73 lot 5930279103, had no issues with initial quality control performance testing, and that the lot met the final qc release criteria. Without the isolate submittal, it is not possible to confirm the vitek® 2 ast-gn73 discrepancy, compared to the reference method.